Manufacturer narrative:
Additional information was provided in a.3.a.,b.5.,d.10 and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the intraocular lens (iol) was not loaded properly and stuck in injector causing iol damage. The issue was the technique of explanting an iol that surgeon usually use was not ideal. Iol was more stiff quicker than other company lens and difficult to cut or fold out of the incision than the surgeon used to. Post-operative day 1 corneal edema and vision was improving.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, due to improper loading of the iol by a new scrub tech, it damaged the haptic and doctor needed to remove the iol. However, it behaved so much different to do so than doctor used to with the company lens. The iol was quickly hard, difficult to cut or manipulate out of the wound. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).